Event description:
It was reported that the patient was seen in the emergency room due to an increased heart rate and fatigue. Upon a clinic visit, it was noted that the atrial lead fractured and exhibited noise. The device was reprogrammed and the patient was in good condition.

Manufacturer narrative:
.